Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient resolved without sequelae on (B)(6) 2016. Per the office visit note on (B)(6) 2016, the new pump was now keeping the pain under control.

Manufacturer narrative:
Analysis of the pump identified no anomaly found.

Event description:
Information was received from a consumer via a company representative and a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving morphine (infumorph) 10mg/ml 1.587mg/day via an implantable pump. Programming date from most recent refill prior to event was (B)(6) 2016. Indication for use was non-malignant pain and spinal pain. The date of the event was (B)(6) 2016. On (B)(6) 2016 the patient reported excruciating pain beginning (B)(6) 2016. The patient experienced an increase in pain for three days. On (B)(6) 2016 a pump and rotor check was done. Cerebrospinal fluid was easily aspirated from the side port and the rotors spun freely. A dye/(B)(6) study was done and showed all to be functioning normally. The catheter tip was at t11-t12. On (B)(6) 2016 magnetic resonance imaging (MRI) with contrast was done to rule out catheter tip granuloma; no acute findings. MRI without contrast was done to rule out catheter tip granuloma; no acute findings. X-ray of the lumbar spine revealed no change from the previous x-ray. There was a possible pump malfunction; details unknown. The pump was replaced (B)(6) 2016. There were no environmental/external /patient factors that may have led or contributed to the issue. The issue was not resolved and the outcome was ongoing. Patient status was alive - no injury. The event required in-patient or prolonged hospitalization. Etiology of the event was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the catheter was revised on (B)(6) 2016. The event resulted in patient hospitalization and an unscheduled clinic or office visit. Information was also received that it was suspected there was a device performance issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a company representative on (B)(6) 2017. Office visit notes from appointments on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016 were received. On (B)(6) 2016, a standard refill was performed. It was noted that ultrasound was necessary due to the patient¿s anatomy and position of the port. The reservoir volume was found to be 2.8 cc. Vital signs and standard measurements were taken. The patient¿s pain level was two overall and at the back. No tests were done since the patient¿s last visit. The physician made the assessment of post laminectomy syndrome (lumbar). The patient¿s personal therapy manager (ptm) dose was noted to be 0.050 mg. It was indicated that there was no recent change in medication. On (B)(6) 2016, the patient had an appointment at which she reported having aching and dull pain to the lower lumbar spine. The patient¿s current medications were intrathecal morphine, potassium chloride extended release (ER) 20 milliequivalents (meq), extended release (part/cryst) one by oral route daily for 90 days, and hydrochlorothiazide 25 mg tablet at one by oral route daily for 90 days. A review of systems was done. No tests were done since the patient¿s last visit except a home health procedure. The physician made the assessment of post laminectomy syndrome (lumbar). A standard refill was performed at the visit with 1 cc of 2% lidocaine injected subcutaneously to provide local anesthetic. The anticipated residual from the pump reservoir was 5.3 ml and the actual residual from pump reservoir was 5.3 ml, which was removed. The patient¿s pain level was three overall and at the back. Urine was collected and sent to the lab at the visit. It was indicated that there was no recent change in medication. On (B)(6) 2016 the patient was at the clinic for an ¿urgent visit.¿ it was reported that the patient¿s pain was usually very well under control and usually at 1 to 2 out of 10 with her intrathecal pump, per the hcp. The patient had woken up on sunday with excruciating 10/10 pain. The patient felt that this was the same type of pain she had before her pump was implanted. The patient had tried to give herself 3 boluses on sunday with no pain relief. The patient had had no true withdrawal symptoms. Any time the patient was trying to stand upright or walk she was in excruciating pain. The patient¿s current medications were intrathecal morphine and hydrochlorothiazide 25 mg tablet at one by oral route daily for 90 days. It was indicated that the urine drug abuse screen from (B)(6) 2016 had consistent finding. A review of systems was done and found the patient had constipation. Vital signs and standard measurements were taken. The patient had a pain level of nine overall and at the back. The patient had a home health procedure since the last visit. An exam was performed and found that the patient was in severe distress, crying, standing, and was leaning up against the wall. It was noted that the patient had well-healed pump scars. It was indicated that the physician¿s impression was that the patient was a very pleasant licensed vocational nurse that he knew well who was usually well controlled with an intrathecal pump and was concerned they had a pump malfunction or catheter malfunction. The plan was to do a pump check immediately under fluoroscopic guidance and if it was occluded then they needed to put a new catheter in. If it was the pump itself, there were going to have to replace the pump. The physician was also considering x-rays and mris to rule out new causes of the severe axial back pain. The physician assessment was chronic pain syndrome, other spondylosis of the lumbar region, and radiculopathy of the lumbar region. On (B)(6) 2016, it was noted that a clinical research coordinator had discussed the patient with the managing physician. It was indicated that a proximal catheter revision was performed when the patient¿s pump was replaced. Per the managing physician, there was no suspected occlusion or other catheter-related issue; proximal catheter revision was routinely done at the time of pump replacement as a prophylactic measure. Per the representative¿s general note, this was a patient who experienced a loss of efficacy, had a catheter check and rotor study t hat were clear, and had only the pump replaced and the problem was resolved. Pump session data reports that were examined on (B)(6) 2016 and (B)(6) 2016 were received. The infusion information was shown (previously reported above) and there were no event logs included with the reports. The patient¿s history included current every day smoker and never a smoker and working full time, she had no significant family history, her allergies included tetanus (drug), smallpox (drug), and savella (drug), history of asthma, left rotator cuff tendonitis, left shoulder scapular fracture, history of eye surgery, history of hysterectomy, and a history of back surgery anterior lumbar fusion at l5-s1.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.